Event description:
The following has been reported: customer reported: new IV tubing alarming continuously during procedure (anbx infusing), alarming occlusion-no kinks, IV flushed and blood draws back, nothing clamped, posiflow removed. Keeps saying occlusion but everytime I go to silence it, starts running again. Upon finishing case, liquid noted by one of the ports. Unsure if pt got their sedation meds or if antibiotic leaking out of port. This has happened previously, when flushing one port, fluid shooting out another port. This tubing is far too short for any sort of transport around the hospital and been problematic since we got it! Waiting for confirmation of no patient harm and set type and if they saved the tubing. A preliminary review identified the following issue: occlusion and leak in the admin set. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture are available for evaluation. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak in cassette could be related to 1) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 2) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 3) gap at one of the cassette port connections, 4) cuts/slices in the ivenix admin set lines. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests 3) 100% visual inspection during the manufacturing process and final physical inspections. The affected admin set lot was not provided by the customer. Therefore, batch review could not be performed.